Event description:
According to the information received, an 18mm amplatzer septal occluder (aso) was deployed with a good result; however, later that afternoon the aso was found in the left ventricle. The patient returned to the cath lab for percutaneous removal but the aso was unable to be snared. The patient went for surgery to have the aso removed.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Angiographic and tee imaging included images of the device, defect measurements and attempts at snaring the embolized device. The defect was a secundum atrial septal defect (asd). Balloon sizing was not performed. The defect was measured and after device placement, the profile of the device was flat. Later, the aso was seen in the left ventricular outflow tract and attempts to retrieve the device percutaneously were shown. The patient underwent surgery for device removal and asd closure. The most likely cause of the device embolization was not device related but rather related to patient anatomy and inadvertent device under-sizing. The amplatzer septal occluder IFU informs that embolization is a potential adverse event that may occur during or after a procedure placing this device. The amplatzer septal occluder IFU warns that the physicians must be prepared to deal with urgent situations, such as device embolizations, which require removal of the device. This includes the availability of an on-site surgeon. The amplatzer septal occluder instructions for use (IFU) informs that certain patients may be at higher risk for complications such as tissue erosion and device embolizations. If higher-risk patients have devices implanted, closer follow-up is warranted. Higher risk patients include: patients with deformation of the device at the aortic root. Patients with high defects (minimal aortic and superior rims). Patients with ivc rim deficiency (risk of device embolizations). The amplatzer septal occluder instructions for use (IFU) warns that balloon sizing should be used to size the atrial septal defect using a stop-flow technique. Do not inflate the balloon beyond the cessation of the shunt (i.e., stop-flow). Do not overinflate. The amplatzer septal occluder IFU states that once the diameter of the defect is determined select a device size equal to or 1 size larger than the diameter of the defect.